Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that the orthopat machine would not power on. No injury or reaction noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report that the orthopat machine would not power on. No injury or reaction noted. Upon evaluation the reported problem was verified. A blood and saline spill was found inside of the device. All contaminated and damaged components were replaced. The machine is now ready for use. (B)(4).